Manufacturer narrative:
Follow up information received on 22-jan-2014: new reporter added. The consumer had essure implanted when she was (B)(6), after her third child was born, and suffered through a perforated uterus from a broken essure coil, resulting in a hysterectomy at (B)(6). The event, not sure if essure perforated was replaced to perforated uterus from a broken essure coil. Ptc investigation result was received on 17-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "broke", is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported medical events are not indicative for a quality defect per se. The events were reported with an occurrence over a period of 5 years. In this particulcar case, a technical defect (broken coil) was reported. However, the reported technical defect could not be evaluated in more detail due to lack of sample return. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". Based on the available information, there is no reason to suspect a quality defect. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced perforated uterus from a broken essure coil and covered by scar tissue, considered serious events due to medical importance. Perforated uterus is a listed event for essure according to reference safety information while covered by scar tissue is an unlisted event. Broken essure coil was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Perforated uterus from a broken essure coil was regarded as an incident as required a hysterectomy. Uterine perforation with essure may occur, most often during insertion. In this particular case, consumer reported that she experienced a perforated uterus from a broken essure coil, resulting in a hysterectomy about 5 years after insertion. Based on the information received, company considers the reported events to be related to essure use. According to ptc analysis, the technical investigation concluded "unconfirmed quality defect". Based on the available information, there is no reason to suspect a quality defect.

Event description:
On an unspecified date, a consumer had essure (fallopian tube occlusion insert) inserted. The consumer stated that she suffered from essure side effects for five years because the coils broke after being implanted. A hysterectomy was performed and the outside was covered by scar tissue. It was not sure if essure perforated or if it was broken inside the tube.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.